Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report reference number: 3006705815-2020-31133. It was reported that the patient experienced ineffective stimulation. The patient had a fall when her dog knocked her down. Following the fall, one of the leads showed high impedance. As a result, the patient had the leads explanted and replaced. Effective therapy was established post operation.